Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic after receiving inappropriate therapy due to noise. Reprogramming changes were made. Noise was reproduced with isometrics exercise. The lead was explanted. The patients condition is fine after the event.